Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with appropriate handpiece and viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it was noted that the patient's corneal astigmatism had not been documented preoperatively and the patient had residual uncorrected astigmatism due to the lens model not being designed to correct astigmatism. The lens was not to blame and the event was noted to be caused by undocumented corneal information. The patient then decided to have the iol exchanged for a different model one mouth after the first iol was implanted. After the second iol was implanted, the patient had an unexpected postoperative refractive outcome and the iol was noted to be decentered. In a follow up, the surgeon noted the patient had a small pupil during surgery which made it hard to see lens markings and the edge of the iol, which resulted in the lens being decentered a half a millimeter nasally. The unexpected outcome was noted to be caused by biometry calculation related factors. The surgeon also indicated that he had to remove a suture from the wound during a postoperative follow up visit. The surgeon does not blame the iol for the reported events.